Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cloudy effluent and abdominal pain occurred three days prior to the peritonitis diagnosis. The cause of peritonitis was unknown. A day after the initial symptom onset, the patient was hospitalized and treated with vancomycin injection (1gm, every 5th day, intraperitoneal) for peritonitis. At the time of this report, the patient was discharged from the hospital and recovered from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.